Manufacturer narrative:
(B)(4). If explanted, give date: not applicable; lens remains implanted at time of submitting the MDR. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient presented low visual acuity and an important ocular inflammation. The patient was diagnosed with chronic endophthalmitis. Visual acuity pre-operative: 20/30; visual acuity post-operative: 20/20. Patient was treated with vigadexa and vigamox hour/hour. Patient is reported to be getting better. The cataract procedure was completed without complications for a duration of 08 minutes. It was noted in clinical observation of gradual regression of topical corticosteroid. No further information was provided.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted to date. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.